Event description:
It was reported that the patient received an inappropriate shock while sleeping due to ovesensing noise. The patient was brought into the office for testing. The noise was able to be reproduced in all sensing vectors when the patient moved their left arm slightly. An x-ray was taken which did not show any issues with the subcutaneous implantable cardioverter defibrillator (s-ICD) header or electrode. The s-ICD was reprogrammed to a single zone and boston scientific technical services (ts) was consulted for review. Upon review ts noted the noise appears to be due to a mechanical issue that may impact the system capabilities to defibrillate and convert any spontaneous tachyarrhythmia. Ts advised that due to concern over electrode integrity, they would recommended replacement. The field representative would convey the recommendation to the physician. At this time the electrode remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock while sleeping due to ovesensing noise. The patient was brought into the office for testing. The noise was able to be reproduced in all sensing vectors when the patient moved their left arm slightly. An x-ray was taken which did not show any issues with the subcutaneous implantable cardioverter defibrillator (s-ICD) header or electrode. The s-ICD was reprogrammed to a single zone and boston scientific technical services (ts) was consulted for review. Upon review ts noted the noise appears to be due to a mechanical issue that may impact the system capabilities to defibrillate and convert any spontaneous tachyarrhythmia. Ts advised that due to concern over electrode integrity, they would recommended replacement. The field representative would convey the recommendation to the physician. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that the physician elected to explant and replace both the s-ICD and electrode due to the oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock while sleeping due to ovesensing noise. The patient was brought into the office for testing. The noise was able to be reproduced in all sensing vectors when the patient moved their left arm slightly. An x-ray was taken which did not show any issues with the subcutaneous implantable cardioverter defibrillator (s-ICD) header or electrode. The s-ICD was reprogrammed to a single zone and boston scientific technical services (ts) was consulted for review. Upon review ts noted the noise appears to be due to a mechanical issue that may impact the system capabilities to defibrillate and convert any spontaneous tachyarrhythmia. Ts advised that due to concern over electrode integrity, they would recommended replacement. The field representative would convey the recommendation to the physician. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that the physician elected to explant and replace both the s-ICD and electrode due to the oversensing. No additional adverse patient effects were reported. The device was returned for analysis.